Event description:
During a therapeutic transurethral resection of the prostate, the inner sheath broke off inside the patient's bladder. There was no indication of retrieval. The procedure was reportedly completed using a backup device. No further patient harm was reported.